Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was confirmed. It is possible that the image failure occurred due to communication failure via a faulty cable as a result of water entry from a cable pinhole. However, the definitive root cause of the faulty cable could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which would allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter noting that the event date was (B)(6) 2022. This event took place during a therapeutic laparoscopic inguinal hernia procedure. Reportedly, there was a 40-60 minute delay, the patient was under general anesthesia at the time. Reportedly, the procedure was completed using replacement device with no effects to the patient.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The device was returned; however, an initial evaluation has not yet been conducted by olympus. Though, the investigation is ongoing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd autoclavable camera head was not displaying an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.